Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic after it was noted remotely that the device was in backup vvi. A device restoration was performed successfully. No symptoms were reported. The patient will continue with regular follow-up.